Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 22gx1.00in straight bc needle retraction failed it was reported by the customer that needles did not safety when removed from catheter. They would safety with a little shake, but could be threaded back and forth until shaken. Verbatim: while demoing product for conversion, several needles did not safety when removed from catheter. They would safety with a little shake, but could be threaded back and forth until shaken.

Manufacturer narrative:
Our quality engineer inspected the 2 representative samples submitted for evaluation. The reported issue of needle retraction failure was not confirmed upon inspection of the samples. Analysis of the samples showed no damage or defects. The safety mechanisms of the samples were able to be manually activated by pushing the tip shield fully through the cannula. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.